Event description:
It was reported that the pt was admitted to the hosp on (B)(6) 2010. It was stated the pt had a headache. It was not reported whether the pt's stimulation was turned on. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that before an unknown procedure, the blade was broken off at the system check. Another device was used to complete the procedure. There were no adverse consequences for the patient.